Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker was not working. The device showed a ¿speaker malfunction¿ inop error message, and also did not produce sound. There was no adverse event or patient harm reported.